Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the poor communication was caused by dead batteries in the implant. They received a replacement pp but the problem wasn't resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient was getting poor communication on their programmer (pp), and it would not do telemetry without the antenna. It was noted that patient did not use the antenna. Patient placed the pp over the ins, on skin and synced with ins but the issue was not resolved. Patient was warm transferred to the repair department. The programmer was replaced, but had not resolved the poor communication issue. Patient had a return of symptoms and noted they did not think their device was helping them. Patient mentioned they had tried all 4 programs. No further complications were reported.